Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 1.50mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.